Manufacturer narrative:
Clarification to b3 date of event: partial date january 2025 - healthcare professional reported on (B)(6) 2025 a symptom onset date of "6 months." A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "encapsulation" baker grade unknown; rupture.

Event description:
Patient reported left side "encapsulation of the implant" baker grade unknown, "pain in the breast area", "constant discomfort", and "intracapsular rupture" diagnosed via MRI. Healthcare professional later confirmed left side rupture. Device remains implanted.